Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified. (Expiry date:10/2021).

Event description:
It was reported that during a recanalization procedure, the tip of the catheter allegedly misaligned. It was further reported catheter was removed from the sheath. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the material separation issue could not be determined based upon the provided information. The review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified in section has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510k number for the crosser cto recanalization catheter products are identified. (Expiry date:10/2021).

Event description:
It was reported that during a recanalization procedure, the tip of the catheter allegedly detached when tried to remove. It was further reported the distal tip was misaligned off the catheter, but not separated. There was no reported patient injury.